Manufacturer narrative:
A specific cause for the reported damage to the external portion of the patient¿s driveline could not conclusively be determined through this evaluation as no photos were submitted and the product was not returned for evaluation. The account submitted x-ray images of the internal and external portions of the patient¿s driveline. There were two areas of braided shield thinning on the external portion, and in the internal portion appeared unremarkable. The account reported that the patient had multiple taped wear areas on their driveline; however, they did not experience any alarms consistent with wire damage. Technical services recommended applying rescue tape to any cuts or tears on the driveline. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted log file captured the pump functioning as intended and no other unusual alarms or events were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook, rev. C, contains care information regarding on how to care for the driveline. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 11apr2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's heartmate ii driveline had multiple wear areas which were taped. An x-ray was performed and found wear and tear on the external portion of the driveline. There were no other driveline issues and the damage was cosmetic only.